Event description:
Customer's stepfather reported hospitalization due to diabetes ketoacidosis. Customer has been experiencing high blood glucose. The blood glucose reading is 561 mg/dl. Customer was vomiting. Customer treated with manual injection. The blood glucose dropped to 202 mg/dl. During the emergency room visit customer was vomiting and nauseated. Customer had a bent cannula. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.